Manufacturer narrative:
Section h10: (g2) report source - company representative should have been checked (g4) date received by manufacturer ¿ date on final submission should have been 16-dec-2023. (G6) type of report - 30-day should have been checked along with follow-up.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for periprosthetic bone fracture cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): novation gxl liner, neutral 28mm, 130-28-51, (B)(6); novation crown cup clstr hole, 180-11-50, (B)(6); ball-head ceramic biolox delta, 179-01-28, (B)(6).

Event description:
As reported, approximately 7 years post op initial right tha, this female patient was revised due to a periprosthetic hip fracture. Everything was removed. Surgeon cabled the fracture around the stem. The ceramic head and liner were exchanged. He used a ceramic head from zimmer biomet and a 32mm ehxl liner for the crown cup. Patient was last known to be in stable condition following the event. No x-rays available. Device are not returning - disposed at the hospital.